Event description:
Procedure: vertical banded gastroplasty. Reportedly, while using the eea to create transgastric opening, the knife blade did not cut completely, only partial cut was observed. Had to re-operate on 2 days later.